Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2026 as infusion set tubing was kinked. Patient was admitted to intensive care unit (ICU) for three days as patient didn't receive insulin for two days due to kinked tubing. No further information available.